Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: selecting and confirming time on continuous infusion of 99:59 changes rate of infusion, resulting in an over infusion of dopamine.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. The reported issue was not observed when simulated using a pump with equivalent software and drug library as the complaint device. The drug library dopamine had a hard limit of 25mcg/kg/min. This allowed an infusion of 6mcg/kg/min and 5mcg/kg/min scenario as reported but did not allow a new time set of 99hr 59min and 26.33mcg/kg/min. If additional pertinent information becomes available a follow-up report will be filed.